Event description:
It was reported that pt has stopped progressing. The audiologist has seen fluctuations that are sometimes half of the initial esrt. Receptive language skills have neither declined nor improved. The gap between pt's receptive language age and her chronological age is widening. Pt has been attending a school with intensive oral/aural, avt rehabilitation. An iq test has been performed indicating that the cognition is above normal. A revision surgery is scheduled for (B)(6), 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.